Event description:
Same case as: 2134265-2015-01383, 2134265-2015-01384. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) stopped during automatic pullback. No patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the device revealed that the unit meets specifications for mdu-5 plus qc functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-01383, 2134265-2015-01384. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) stopped during automatic pullback. No patient complications reported.